Event description:
It was reported by vygon, tidi's medical device distributor in italy: ¿the device in question was so attached to both the skin and the midline (catheter) that two operators were required to remove it without causing injury to the skin and displacing the cvc. It was also very difficult to reposition it correctly¿.

Manufacturer narrative:
The complaint product was not available for evaluation. Therefore, this report is based solely on information provided by the reporter. There was no patient or caregiver injury reported. The instructions for use (IFU) contain the note: ¿use of an alcohol swab may help removal of securement device from the skin.¿ it is unknown if the end users are using any sort of solution to aid in the removal of the device. A copy of the current IFU was provided. Historical complaint data review identified other adhesive-related complaints for this part number and lot, also reported by vygon italy customers, for the opposite problem or failure of the device to hold on to the skin. The root cause was undetermined, but possible user error. A review of the device history record (dhrs) identified no nonconformances or other issues noted that could have contributed to the reported issue. At this time, it appears that the root cause is related to new users and device training problem. The reporter has been provided with a copy of the current instructions for use to be forwarded to the customer as necessary. No further corrective or preventive actions are required currently. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).